Event description:
The customer reported that smoke, an electrical smell and a flame at the back of the generator were noticed during a procedure. An unk device was being used with the generator. The generator has been returned for eval. There was no pt injury associated with this event.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.